Event description:
The customer stated that she was sent to the emergency room because her blood glucose was low and her meter did not detect it. The customer stated that her blood glucose readings had been around 110, 130, and 140 mg/dl using her contour meter. The customer could not provide any blood glucose readings that the hosp rec'd, but she stated that it was dangerously low. The customer stated that she was treated with insulin, but most likely it was glucose. Troubleshooting was not possible because the customer did not have control solution. Her test strips are to be returned for eval. Replacement test strips were sent to the customer.